Event description:
It was reported that a revision surgery was required due to instability.

Manufacturer narrative:
The affected devices were returned and evaluated. The critical dimensions of the insert were checked against inspection procedure (B)(4) using standard instruments. Dimensional analysis of the insert showed the periphery, locking detail, a-p width, m-l width, t-u depth and height/ant lock detail were within specification. The dovetail and locking detail dimensions could not be measured due to the deformation present. The insert had burnishing and pitting on the articulation surfaces that extended over most of the articulating surface and extended onto the spine. The pitting was likely due to the presence of third body debris such as bone or bone cement in the articulating zone. No damage to the anterior and posterior locking mechanism was observed. The inferior surface had mild burnishing indicating it was well fixed in the tibial tray. Based on the examination, the location of the wear features over a large portion of the articulating surface indicates a degree of instability.